Manufacturer narrative:
After further review of additional information received the following sections b5, g3, g6 and h2 have been updated accordingly. Section b5: additional information received indicates that patient's revision was because of pain and stability. Sales rep does not have access to see what the original implants were. The implants that came out were not able to be read. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 14.6 years post initial right tha, the male patient was brought in for a revision surgery. The surgeon changes the liner and head. The head was increased by 3.5mm. Patient was revised to exactech devices. The hip performed well and the surgeon was happy with the outcome. There was no breakage of the device or surgical delay/prolongation. Sales rep was unable to obtain images or x-rays. The devices are not available for evaluation as they were thrown out.

Manufacturer narrative:
Section d10: concomitant products: a series liner. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: d1/d2a/d2b, d4, g3, h4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: a, b, c, d, e, g. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The most likely underlying cause for the revision reported is a combination of risk factors: such as use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential) and being implanted for more than 10 years. However, this cannot be confirmed from the reported information and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.